Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned where it was found that the phenomenon could not be confirmed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not returned to olympus for evaluation. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the device not be returned, the investigation could not determine a root cause of the event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the visera elite video system center sometimes displayed no image when connected to a camera head prior to a therapeutic laparoscopic surgery. The procedure was completed with a similar device. The procedure was not delayed more than 15 minutes and patient was not under general anesthesia at the time of event. There were no reports of patient harm associated with this event.